Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   Visual examination of the returned device identified one of the spikes had fractured and shows sign of use. Review of the device history record identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. The complaint is confirmed via product evaluation. The root cause of the reported issue is attributed to wear and tear due to repeated use over time. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: canada customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the spike arm fractured during the procedure. There was no patient impact. No patient harm. No surgical complications.